Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with air in the hemostasis valve could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr). During preparation, it was observed that the hemostatic valve of the steerable guide catheter (sgc) was not sealing properly. Air was entering when the sgc was in inverted position with the tip in the water. Despite multiple attempts, the issue persisted. The procedure was carried out successfully using a replacement sgc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash associated with air in the hemostasis valve could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.